Manufacturer narrative:
The reported event of failure to capture and low sensing r-wave amplitude were not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that external insulation abrasion breaching the rv cable lumen was noted at 8.5 - 9.3 cm from the distal tip consistent with friction to another implanted device or feature of the patient anatomy. The etfe cable coating was damaged at this location consistent with procedural damage and the inner coil lumen was noted intact in this location.

Event description:
Related manufacturer reference number: 2017865-2021-22990. It was reported that loss of capture and low r-wave sensing amplitude were observed on the right ventricular (rv) lead. Right atrial (ra) lead was dislodged into the right ventricular chamber. The patient did not experience any issues. It was suspected that the lead issues were due to the left ventricular assist device (lvad) implantation which the patient received recently. The rv and ra leads were explanted and replaced. The patient¿s condition was stable.